Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the mitral stenosis. It was reported that the procedure was performed to treat severe degenerative mitral regurgitation (mr) of grade 4++. The patient had heart failure that was unable to be managed and was not a surgical candidate. Patient anatomy included a small valve area and bilateral prolapse. The clip delivery system (cds) was advanced into the patient anatomy and the clip was placed on the leaflets. The mr was reduced to grade 3+; however, the mean pressure gradient increased from 4 mmhg to 9 mmhg. The physician weighed the risks and benefits of deploying the clip, and decided to implant the clip to reduce the mr, as the patient was not a surgical candidate. The increased mean pressure gradient was treated with beta blockers. The clip was deployed without issue and the mr was reduced to grade 3+. Post procedure, the patient was in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to patient morphology/pathology (small valve area and bilateral prolapse) and procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.